Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Device history review should be performed.

Event description:
The event occurred on an unspecified date and involved a plum 360 driver italian where the customer reported that the infusion gets blocked. There is unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
During investigational testing ¿warning: replace battery¿ alarm was seen during self-test. Battery was replaced and change battery key pressed in biomed mode. Self-test was repeated without giving any alarm. Probable cause: battery defective.